Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-09729. It was reported that the patient presented to the emergency room after feeling fatigue. Interrogation showed the patient right ventricular (rv) lead impedance was out of range and was failing to capture. Fluoroscopy was performed which showed the rv lead was fractured due to clavicular crush. Additionally, the patient's right atrial (ra) lead showed sensing variation. During the explant procedure, insulation damage was noted on the ra lead. Both the ra and rv leads were successfully explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
Insulation and conductor damage was noted at 13.7cm from the pin consistent with clavicle crush damage. The rv conductor insulation was fractured. This is consistent with the observation from the field of lead fracture, failure to capture and high impedance.